Manufacturer narrative:
H.6 code was inadvertently omitted from the initial manufacturer device report number 1220648-2024-20562 and was added.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 57-year-old male patient was on impella cp support and after the implant, the patient did not have flows past the impella repositioning sheath. The doctor placed a reperfusion sheath to provide flow to the distal limb. Flow was restored with the reperfusion sheath. Additionally, the patient had access site bleeding while on support. Purse string sutures were applied and the doctor ordered blood transfusions to increase volume. Care was ultimately withdrawn and the patient expired. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.